Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The caller reported what appeared to be a burn mark on the screen of the aviva meter. No adverse event reported. A request was made for the return of the meter, replacement sent.